Event description:
The pt developed a skin flap infection. The implant was damaged during revision surgery on the skin flap. Therefore, the device was explanted. Reimplantation is planned when the pt's skin flap has healed.